Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use an attempt was made to remove the foley catheter from the patient, but it could not be removed. Regarding removal, a direct visit and hearing will be conducted next week.

Event description:
It was reported that during use an attempt was made to remove the foley catheter from the patient, but it could not be removed. Regarding removal, a direct visit and hearing will be conducted next week. Per follow up information received via rcc on (B)(6) 2026, stated that to remove the catheter, the drainage lumen was cut, and the residual fluid was drained.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Initial reporter complete facility name: medical corporation seishukai: seikougaoka hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.